Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A manufacturer representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The system performed as intended. No parts required replacement.

Event description:
Information was received from a manufacturer representative regarding an imaging system being used for a sacroiliac thoracolumbar procedure. It was reported that a 'frame grabber' error occurred. There was no reported delay to the procedure due to this issue and there was no reported impact on patient outcome.